Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-pmi-bearings-unk; p/n: unk, l/n: unk; vang ps plus brg; p/n: cp0001828, l/n: unk. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported patient is being considerate for a revision procedure due to instability approximately 8 years post implantation. Attempts have been made and no additional information is available.